Manufacturer narrative:
A complete analysis of 3 opened and used enlite sensors; found 1 of the 3 sensors broken and missing a part. 2 of 3 sensors was found with the sensor cannula retracted inside of the sensor. Unable to confirm if the customer received the sensors damaged due to the customer returned opened and used. Last sensor analysis was not required due to the sensor had expired.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that after removal of the sensor. They found that there was no cannula. The customer also indicated that the green light was not on.